Event description:
It was reported that, during reprocessing, the subject device tested positive for 1 colony forming units (cfus) of enterobacter cloacae complex. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, d9, h2, h3, h4 h6, h11. Olympus provided the following culture results, performed at the third party labs: sampling date: (B)(6) 2025. Sampling from: endoscope. Cfu: 1 cfu. Bacterial identification: enterobacter cloacae complex. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.